Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-01922. Note: it is unknown which lead was explanted therefore both leads are being reported. It was reported the patient lost stimulation following a neck fusion procedure. Diagnostic testing found high impedance measurements. Images taken revealed the lead was kinked. The physician explanted and replaced the lead which resolved the issue.